Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior femoral. Technique/tools: direct traction with locking stylet, dotter. Basket/snare, intravascular counter traction, sheath(s). No complications.